Event description:
The customer reported that the site was down friday, saturday, and sunday. It was running but going down randomly. No image visible as screen went blank.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.